Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a failed nav-ring.there was no patient involvement.

Manufacturer narrative:
Date of report : 14may2019, date rec¿d by MFR : 11apr2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.